Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient stated high blood glucose (bg) levels with diabetic ketoacidosis (dka) and was hospitalized for one week on (B)(6). The patient reported that hospitalization and emergency medical treatment were required due to the high bg and dka. The patient is unable to provide hospitalization information, bg, or ketone values as they are not feeling well at the time of the event. No further information available.